Manufacturer narrative:
This supplemental report is being submitted to additional information. The subject device has been discarded by the user facility. Since the manufacturing lot number was unknown, the manufacturing records for the past six month from the occurrence date. They indicated no abnormalities related to the phenomenon. - (inspection) high-frequency output - (inspection) appearance the investigation result alone could not identify the cause exactly. Based on the past investigation results, a likely cause of the fell-off of the tissue pad might be the following: 1. Due to performing output while grasping nothing (including the case the user kept activating after cutting tissue), the distal end of the tissue pad was peeled away. 2. The peeled tissue pad was falling off because the pad added pulling load. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device has not been returned to omsc. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from olympus (B)(4) that during a right hemicolectomy procedure using the subject device, when the tissue pad of the subject device burnt out and fell out into the patient's body. The tissue pad was retrieved from the patient's body during the procedure. The intended procedure was completed with another device. There was no patient injury reported.